Event description:
It was reported that the patient had an abscess and cellulitis formation. Patient was treated with antibiotics. Symptoms reported like chronic pain, blindness, prostatic issue.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545manufacturing site: 3003442380. Imdrf clinical sign code: e2123 is not available in database to capture for usage problem identified.